Manufacturer narrative:
Investigation results: the complete device was not returned for evaluation, however, the detached loop was received. Visual assessment found that the crimping marks present on the device were out of position. The complaint was confirmed, the loop was detached from the device. The most probable root cause for this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, after successfully cutting the polyp using cautery, the physician noticed that a part of the snare loop detached. The piece was successfully retrieved with biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, after successfully cutting the polyp using cautery, the physician noticed that a part of the snare loop detached. The piece was successfully retrieved with biopsy forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.